Manufacturer narrative:
Review of the pump module error logs confirmed the software failure was present in the logs. Reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they ethernet port and sio board around port corroded; sio board with ethernet port replaced. Software version as found 9.33.1; as left 9.33.1. Power button on keypad unresponsive; front case w/keypad replaced. 800.8000 error received; software reflashed. Power cord missing; power cord replaced. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1120033 for unresponsive keys.

Event description:
It was reported that the device was broken or damaged. It has a corroded ethernet port. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
H7 & h9 fields are updated. Imdrf annex a & g code are updated.

Event description:
It was reported that the device was broken or damaged. It has a corroded ethernet port. No additional information was provided. There was no patient involvement.